Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The reservoir was microscopically examined. Markings on the interior surface of the bladder were observed near the rupture line, which is indication of external damage. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had a reservoir rupture during infusion. The device was filled with a solution of fluorouracil. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.